Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The dfu lists pneumonia as a possible adverse event that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the bsc bt registry clinical study. According to the complainant, on (B)(6) 2015, the patient underwent the second bronchial thermoplasty procedure to the left lower lobe of the lungs. No issues were noted to the device. On (B)(6) 2015, the patient developed pneumonia and was treated with medication (type of medication not reported). On (B)(6) 2015, the event was considered to be resolved. Baseline spirometry values visit date: (B)(6) 2015 pre-bronchodilator fev1: 2.89 fev1 % predicted: 98.00 fvc: 4.17 fvc % predicted: 112.00 post-bronchodilator fev1: 2.89 fev1 % predicted: 101.00 fvc: 4.37 fvc % predicted: 117.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(4) study. According to the complainant, on (B)(6) 2015, the patient underwent the second bronchial thermoplasty procedure to the left lower lobe of the lungs. No issues were noted to the device. On (B)(6) 2015, the patient developed pneumonia and was treated with medication (type of medication not reported). On (B)(6) 2015, the event was considered to be resolved. Baseline spirometry values visit date: (B)(6) 2015 pre-bronchodilator fev1: 2.89 fev1 % predicted: 98.00 fvc: 4.17 fvc % predicted: 112.00 post-bronchodilator fev1: 2.89 fev1 % predicted: 101.00 fvc: 4.37 fvc % predicted: 117.00 additional information received on (B)(6) 2015. The medication administered to treat this event is as follows: amoxicillin and clavulanic 875/125mg every 8 hours for 7 days, as well as azithromycin 500mg/day during 3 days.